Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed procedure on approximately (B)(6) 2024, and ¿we have had multiple instances where patients experience bradycardia during initial insufflation¿. Follow-up assessment found that "it happened to 3 patients in two days. They are not blaming airseal but want to have the units checked to be sure". The healthcare provider did not indicate bradycardia was an injury or that the event was caused by the as-ifs1 device. The procedure was completed as normal, with a delay of 20-30 minutes. There was no report of diagnosed injury or of medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of injury due to bradycardia, with no report of malfunction of the device used during the procedure in which this event occurred.

Manufacturer narrative:
The customer did not blame the airseal unit, they wanted the device to be evaluated. The healthcare provider did not indicate bradycardia was an injury or that the event was caused by the as-ifs1 device. The airseal device was returned and evaluated by a service and repair technician and performed as expected, no fault found. Preventative maintenance is not overdue as it was performed in (B)(6) of 2024. Final testing completed and met all specifications. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised: metabolic and cardiac reactions from insufflating co2 may result in metabolic acidosis. This can lead to cardiac irregularities expressed with the following symptoms: reduced respiration with restricted diaphram function. Hypercapnia/hypercarbia, reduction of venous reflux, reduced cardiac output, metabolic acidosis. Additional reactions associated with insufflation of the thoracic cavity include: bradycardia, increased central venous pressure, increased pulmonary artery pressure, increased end tidal co2, decreased spo2. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed procedure on approximately (B)(6) 2024, and ¿we have had multiple instances where patients experience bradycardia during initial insufflation¿. Follow-up assessment found that "it happened to 3 patients in two days. They are not blaming airseal but want to have the units checked to be sure". The healthcare provider did not indicate bradycardia was an injury or that the event was caused by the as-ifs1 device. The procedure was completed as normal, with a delay of 20-30 minutes. There was no report of diagnosed injury or of medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of injury due to bradycardia, with no report of malfunction of the device used during the procedure in which this event occurred.